Manufacturer narrative:
Concomitant product(s): c4tr01 crt-p, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. Programming options were discussed with the patient. The lead remains in use. No patient complications have been reported as a result of this event.